Event description:
User failed two external proficiency survey samples for ggt. The following survey sample was discrepant. Survey sample 1, reported survey result 15 u per l. Survey sample was repeated on (B) (6) 2009 on another module and gave result of 36 u per l. The acceptable survey range for this survey samples is 30 to 43 u per l. No patient results have been affected by the issue. The field service representative determined the cell blank nozzle was not dispensing properly as the cause, and flushed out the cell blank nozzle flowpath. He ran mechanism checks, and the customer ran calibration and controls to verify analyzer was performing within specification.